Event description:
During intraocular lens (iol) implant surgery, the lens was damaged in the cartridge of the iol delivery system. When the iol was inserted into the eye, both haptics were noted to be detached, still stuck inside the iol delivery system. The incision was enlarged to facilitate removal of the iol.